Manufacturer narrative:
Model number/catalog number: sc-8336-50; serial number: (B)(4); batch/lot number: 7035518; model/catalog description: coveredge 32 surgical lead kit 50 cm. Model number/catalog number: sc-4316: batch/lot number: 22128319; model/catalog description: clik anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had developed an infection in an unknown location. It was believed that the patient was prone to infections and had multiple with previous surgeries patient had endured and nothing happened during the procedure that have contributed or cause infection. The patient underwent a lead and ipg explant procedure and was placed on antibiotics. The patient was doing well postoperatively.